Event description:
It was reported that four weeks post implant, the atrial lead dislodged. The patient's device was programmed to vvi and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.